Event description:
It was reported that when opened the package in operation room, a nurse found that black outer skin on the inner wire at the head end of the nitinol guidewire. So the product was not used. Per follow up 2 received on 09mar2021, it means the wire was flaking.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿improper material selection/geometry¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when opened the package in operation room, a nurse found that black outer skin on the inner wire at the head end of the nitinol guidewire. So the product was not used. Per follow up 2 received on 09mar2021 it means the wire was flaking.